Event description:
It was reported that a user expressed concern about an impending low glucose, with self-reported nadir at 72 mg/dl, consumed carbohydrates while on the phone with support, and subsequently rose to 86 mg/dl before later reaching 230 mg/dl after apparent overtreatment. The user reported frequent evening lows and lacked mobile access for data review, and no device alerts or alarms were noted. Symptoms included hyperglycemia. Outcomes included transient hyperglycemia following carbohydrate intake, no medical intervention, and no hospitalization. Investigation included technical support review and attempts to obtain device data remotely. Investigation of this case revealed no device malfunction reported and user-driven overtreatment of suspected hypoglycemia. It was concluded that the event was consistent with user management of hypoglycemia leading to rebound hyperglycemia, with no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.